Manufacturer narrative:
Batch review performed on 14 april 2022. Lot 131562: (B)(4) items manufactured and released on 22-jul-2013. Expiration date: 2018-aug-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Visual inspection performed by r&d project manager. During the analysis it is evaluated that around proximal half of the stem body is covered with ha coating. This means that the stem was not correctly osseointegrated with the patient's bone. Some residuals of bone fragments are present on the stem body microstructures. Additionally, some signs and scratches together with burns are present on the stem body probably due to revision surgery. Regarding the liner, no particular signs related to the event were noticed. It is not possible to determine the root cause from the received information. Additional item involved in the event, batch review performed on 14 april 2022: liner: versafitcup dm 01.26.2856mhc double mobility hc liner ø 56/28 (k092265) lot. 131722 lot 131722: (B)(4) items manufactured and released on 06-jun-2013. Expiration date: 2018-aug-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Ball heads: cocr 01.25.013 cocr ball head 12/14 ø 28 size l +3.5 (k072857) lot. 130913. Lot 130913: (B)(4) items manufactured and released on 23-may-2013. Expiration date: 2018-apr-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.

Event description:
Unchanged pain. Especially during exertion, after walking 200 m, pain in the left hip occurs. The pain is oriented anterolaterally. Pain at night or at rest is less predominant. Revision surgery performed 8 years and 6 months after the primary.